Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm and audio/beep anomaly noted during testing. The keypad connector was inspected and fully locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had stuck button alarm. Customer¿s blood glucose was 154 mg/dl at the time of incident. Customer stated that stuck button alarms continuously even if they were not pressing any button. Troubleshooting was performed for stuck button alarm. Customer stated that they did pressed a button down for 3 minutes or longer. Customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.